Manufacturer narrative:
(B)(4). Upon file review, this medwatch report 2210968-2016-14337 has been updated from serious injury to malfunction reportable.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch# kgj939; batch# khh836. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule): no. Same strength used as always; was the ampoule crushed repeatedly: nope. One crush and then was poked; what was done to treat the shard penetration: hand washing, that¿s it. Pressure to stop bleeding; was medical or surgical intervention required: no. But I may have to open it up since I feel that a shard may be under the skin. Allowing it to come to a head; what is the status of the surgeon injury today: no infection. No bleeding. Surgeon is still kicking; where on the bulb did the doctor squeeze: same as always; how much pressure was applied to the bulb: same as always; how was the device handled when crushing the ampoule: gave to circulating nurse to report; can you identify the lot number of the product that was use: unknown we cannot make a determination that condition is manufacturing related, based on what can be seen in this photo. During photo evaluation, presence of tube overwrap (clear label) cannot be determined as assembly related.

Event description:
It was reported that the surgeon performed an unknown procedure on (B)(6) 2016 and the topical skin adhesive was used on the patient. While squeezing the applicator, the ampule glass cracked and cut through the outer casing cutting the surgeon on his finger. The cut caused the surgeon to bleed. Hand washing was done and pressure was applied to stop bleeding. Currently, the surgeon's injury has no infection and no bleeding. It was also reported that the surgeon may have to open it up since he feels that a shard may be under the skin. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for the possible lots and the manufacturing criteria was met prior to the release of these lots. Additional information was requested and the following was obtained: did the surgeon require intervention to treat shard penetration? No. Was the shard removed from the surgeon? Yes. Is the device available for return? Yes. What is the current condition of the surgeon? Surgeon is doing well. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿